Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation showed that the right ventricular (rv) lead was experiencing over-sensing noise leading to pacing inhibition. The rv lead was capped and replaced with an alternate rv lead on (B)(6) 2022. There were no patient consequences.